Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported that the patient presented with an infection at the pump pocket site likely due to a recent pump refill. The patient had an explant of the pump and catheter on (B)(6) 2024 and the catheter was discarded. The return status of the pump was unable to be determined as the hospital had possession. The pump refill was deemed the source of the infection, but this was speculation. It was unknown if there were any diagnostics/troubleshooting that was performed. The issue was resolved at the time of this report. The patient¿s weight was unknown and medical history was asked and would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient was responding well after a surgery.